Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to charging too often, in creased pain, not being able to walk as far and charge implant screen was increased pain (a lot), walk as far, going with steps, riding in care, almost everything. The patient reported that he changed programs, but he still had a lot of issues with pain. The patient reported that it helped pain, but pain had not decreased at all, the stim just helped him survive, work, etc. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were charging too often. The patient reported that he just charged monday night and he had all, but two squares shaded. The patient reported that he tried repositioning to get a better connection. The patient hadn¿t been recently reprogrammed or switched to a new group. The patient had recently had the need to increase parameters. The efficiency bars versus the ins battery level was reviewed and the patient thought the efficiency bars was the battery level. The patient also reported increased pain and couldn¿t walk as far. The patient reported that their right-side sciatica was worse. This was noted to be a sudden change in symptoms. The patient also reported a charge ins screen on the patient programmer and recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.